Event description:
The patient stated that she found her infusion tubing separated at the luer connection when she went to bolus at dinner. She stated that she changed her infusion tubing and her blood glucose was not affected. She stated that she has experienced her infusion tubing separating at the luer connection prior to this incident. She stated that in those incidents her blood glucose was elevated (values not provided) and she changed her infusion tubing and bolused to lower her blood glucose. These incidents were not previously reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.